Manufacturer narrative:
PMA 510(k): k082660. Brand name - v60 ventilator. Common device name - ventilator, continuous, minimal ventilatory support. Model - v60 . Contact office: (B)(4).

Event description:
The manufacturer's field service engineer reported a check valve on the oxygen manifold leaked when the manifold was connected to wall oxygen source pressure during testing. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The manufacturer's field service engineer reported a check valve on the oxygen manifold leaked when the manifold was connected to wall oxygen source pressure during testing. There was no patient involvement.